Event description:
It was reported the patient received the following results within 15 minutes: 421 mg/dl and 168, mg/dl using the guide meter, as well as 143 mg/dl, using a second (non-roche) meter.